Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot which would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed and without the device to analyze, a cause for the reported gripper issue could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report the gripper actuation issue. It was reported that during preparation of the mitraclip delivery system (cds) one of the gripper arms did not lower all the way. The gripper arm only lowered to approximately 60 degrees. Troubleshooting was unsuccessful. There was no patient involvement, the cds was not used and was replaced. There was no clinically significant delay during the procedure. No additional information was provided.